Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker and right ventricular (rv) lead exhibited high out-of-range pace impedance measurements post-implant. The physician noted difficulty inserting the lead into the device upon initial implant as well as difficulty extending the helix. A revision procedure was performed wherein the device pocket was reopened and the lead reinserted into the device header. Impedance measurements subsequently returned to normal and the procedure was completed. This system remains in service. No adverse patient effects were reported.